Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer had resolved the alarms prior to contacting tandem technical support; therefore, troubleshooting could not be performed. There was no impact to customer's blood glucose level.